Manufacturer narrative:
Returned for eval was one fiber. A visual examination noted that the fiber was above the proximal end of the gold tip. Dried biological material covered the gold tip. The proximal end of the gold tip contained fiber crimped inside. Crimps marks which are created during the manufacturing process to adhere the told tip to the fiber. The customer's complaint description is confirmed. During the manufacturing process each fiber tip is tensile strength tested with a 2lb proof load test. Although the exact root of the event is unable to be determined, it does not appear to be the result of a manufacturing or design failure as the returned sample showed signs of being manufactured correctly. It is possible that the root cause of the reported complaint description is handling damage after device left manufacturing facility. A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications, the instructions for use which contains the following statements, "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters" and "do not apply direct external hand pressure or force over the fiber tip during energy activation". As reported the pt did not suffer any permanent harm or injury due to this event. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported on (B)(6) 2013, a pt of unk age and gender presented for an endovenous laser procedure in the leg. The procedure was successfully completed with no reported complications. Post procedure, the attending nurse noted the gold tip was detached from the end of the fiber. The pt was recalled and a fluoroscopy performed. The fluoroscopy confirmed the tip had detached inside of the pt's leg. A cut down was performed and the detached tip was successfully retrieved. It was reported the pt suffered no permanent harm or injury due to this event. The reported disposable device has been returned to the manufacturer for eval.